Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl at the time of incident, the current blood glucose level was 123 mg/dl and 300 mg/dl. The customer was treated with glucose tablets and 80 carbohydrates. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer does not allege insulin pump was over delivering. Troubleshooting was declined. The insulin pump will not be returned for analysis.